Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument bite locks. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: limited information is available due to the time elapsed since the event. Details regarding error messages, jaw status, instrument removal, and tissue effects are unknown. No patient injury or complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.